Manufacturer narrative:
(B)(4). Batch # r40k7a. Device analysis: the analysis results found that shaft of a bcd10 devices was returned and a plastic bag with the tip of the device. Upon evaluation, the dissector tip was found separated from the shaft, evidence of adhesive was found in the tip of the shaft as the cotton appears to have been pulled off. No conclusion could be reached as to what may have caused the reported incident. The complaint was confirmed. A manufacturing record evaluation was performed for the finished device lot/batch r40k7a number, and no non-conformances were identified.

Event description:
It was reported that during a lap cholecystectomy, the end of the blunt dissector unraveled and fell off from the end. It was retrieved. Case completed with another device of the same product code. There were no patient consequences reported.